Manufacturer narrative:
D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021 h.6. Investigation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for lot 2007048, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it is possible the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that syringe 20ml ll ns was damaged but still operable. The following information was provided by the initial reporter: "the 20 ml syringe was found broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: autovía madrid-toledo km. 63,300 nº 9. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll ns was damaged but still operable. The following information was provided by the initial reporter: "the 20 ml syringe was found broken".